Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) the machine is displaying an error message "electrical test failed #35". No one was harmed onsite.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d10, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h6(type of investigation, component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the issue and replaced both the data settes then check the machine and found machine is working ok. Perform all the pnuematic tests, all tests are passed. Checked the machine on trainer for 2 hours, machine is working ok. Call received as per customer the electrical test fail, error again coming during the checking of the machine. Fse replaced the main board then check the machine and found machine is working ok.

Event description:
It was reported during routine check by customer that cs300 intra-aortic balloon pump (iabp) the machine is displaying an error message "electrical test failed #35". There was no patient involvement.